Event description:
It was reported that a patient received a myosure procedure on (B)(6) 2024, seven days after the procedure she began her cycle, and she has reported that she has experienced severe cramping during her cycle. Patient reported that she has enlarged and displaced uterus. During the procedure the patient reported that she received 6000cc of fluid. Her fibroid was posterior fundal. Patient indicated that the myosure procedure was "contraindicated on hers" and that she had complications after the procedure. No other information was provided.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.